Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the first fire on the left side of the stomach three staple rows formed. On the remnant side, which was the right side three staple lines did not form. The surgeon over sewed to finish the procedure. There were no patient consequences reported .

Manufacturer narrative:
(B)(4). Batch # n53v2a. Photographic analysis: one picture was provided, picture received shows a staple line, on the right side three staples seems to be unformed, and at the left side two staples unformed over the tissue are appreciated. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Sem was conducted on pockets missing staples providing evidence that staples had been loaded into the pockets. It is believed that the buttress material pulled the staples from those pockets. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.